Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (400 mg/dl). Customer changed site and noticed cannula was bent. Customer delivered manual injections to stabilize his blood glucose level.